Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as functional, electrical, and flow testing. The evaluation determined that the issue was caused by a valve requiring current in excess of specification, blocking the fluid path. Based on the results of the investigation, the reported event was confirmed. This type of failure mode was addressed by a CAPA. This pump was manufactured prior to the implementation of the corrective action and was therefore not subject to the improvement. Internal complaint number: complaint- (B)(4).

Manufacturer narrative:
Section b5: the event description was updated with corrected information. Corrected g8 per request of FDA, dated 10/sep/2020. Internal complaint number: complaint- (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The pump therapy medication included baclofen and it is unknown if the patient was prescribed any other medication. The patient displayed signs of baclofen underdosing. The pump was explanted in (B)(6) 2017.

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was less than the expected volume based upon the programmed infusion rate. The pump therapy medication included baclofen and it is unknown if the patient was prescribed any other medication. The patient displayed signs of baclofen underdosing. The pump was explanted in (B)(6) 2017.